Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Subsequently, the quick bolus button was temporarily "stuck". Customer pressed the button a few more times and the issue was resolved. Customer resumed insulin delivery. Customer's blood glucose was 154 mg/dl.